Event description:
The reporter indicated that a toric implantable collamer lens patient has a 2d cly remaining. It was reported that the patient is about one month post-op. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).